Event description:
It was reported that the patient was seen in the neurosurgery clinic on the day of the report. The patient recently noticed a sudden worsening of her left-sided parkinson¿s symptoms and it was discovered that she had a lead fracture via x-ray. The fracture involved the right-sided lead just proximal to the connector. The patient denied any trauma to her head or neck, but did note that her right-sided battery rotates within her chest pocket when she lied on her side. The x-ray also showed that the lead connector had migrated into the patient¿s neck. The patient¿s cognition had been somewhat worse since her therapy had been nonfunctional and her primary care physician (pcp) was treating her with bactrim for a presumed urinary tract infection. On physical exam the patient was alert and ¿oriented x3.¿ the patient¿s surgical incisions were well-healed. They were discussing options for a revision and were scheduling for early may. It was then reported that the patient¿s surgery was scheduled for (B)(6). About two weeks later it was reported that the patient¿s lead and extension were replaced and the impedances were within normal range. The patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-28, lot# v532558, implanted: (B)(6) 2012, product type: lead; product ID 3389s-28, lot# v532558, implanted: (B)(6) 2012, product type: lead; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown, but it was attributed to the lead. The impedances were greater than 40,000 on all contacts of the right lead. It was noted that the x-ray was taken on (B)(6)-2014. The patient had worsened tremor due to the issues. Hospitalization was required and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3389s-28, lot # v532558, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID neu_stimloc_acc, serial # unknown, product type accessory; product ID 3708660, serial # (B)(4), product type extension. Analysis of the lead, lot #v532558, found that all of the conductors were broken 3.6 centimeters from the proximal end. Analysis of the extension, serial # (B)(4), found the body cut through and segmented. There was no significant anomaly. Analysis of the unknown stimloc accessory found no anomaly. (B)(4): unknown accessory.

Manufacturer narrative:
(B)(4).